Event description:
The tps micro drill trade in was sent in for a routine maintenance performance, during which it was found that the device was running without activation, while in safety mode. No adverse consequences were associated with the device.

Manufacturer narrative:
The device was received for eval, and a follow-up report will be submitted once the quality investigation is completed.